Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. It was also reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.